Manufacturer narrative:
Additional information: patient identifier,event, and patient code.

Event description:
Additional information received indicated that there was no patient involvement.

Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with damaged rear housing and a scratched lens. In addition, the pump was noted to have been opened. During analysis, the customer's reported problem regarding "showed lec 1870 code" was able to be duplicated. Power up of the pump displayed lec 1870. Simulated use was able to download event log and able to read out the pump error log but unable to run the pump. The event log verified that the event occurred (one 1870 alarm recorded). 1870 error is motor_timeout1. Pump was opened and motor tested higher than specification. Service will replace the motor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "error 1870". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.